Event description:
It was reported the lead was replaced 2-3 hours post-implant due to increased and variable thresholds, and there was an apparent micro-dislodgement. Although the physician attempted to reposition the lead, the helix was unable to extend and retract adequately. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.